Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a pacing impedance increase from normal limits to high, out of range in a couple of months. Looking at the presenting electrogram, it looked different than the rest. It was recommended to bring the patient to check thresholds and capture. The rv lead remains in service. Additional information was received from the field representative mentioning rv lead sensing was programmed to bipolar and pacing is unipolar. Previously both unipolar, causing some oversensing and inhibition. The patient is dependent and reported feeling lightheaded at times when in unipolar sensing. An extraction and reimplant is planned for this rv lead that remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a pacing impedance increase from normal limits to high, out of range in a couple of months. Looking at the presenting electrogram, it looked different than the rest. It was recommended to bring the patient to check thresholds and capture. The rv lead remains in service. Additional information was received from the field representative mentioning rv lead sensing was programmed to bipolar and pacing is unipolar. Previously both unipolar, causing some oversensing and inhibition. The patient is dependent and reported feeling lightheaded at times when in unipolar sensing. An extraction and reimplant is planned for this rv lead that remains in service at this time. Additional information was received mentioning that the rv lead was explanted at a surgical intervention. An additional allegation of high pacing thresholds was noted. The field representative does not know if the device is going to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed a pacing impedance increase from normal limits to high, out of range in a couple of months. Looking at the presenting electrogram, it looked different than the rest. It was recommended to bring the patient to check thresholds and capture. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.